Manufacturer narrative:
(B)(6). One used decontaminated device sample was returned for investigation without its original packaging. Under visual inspection a tear in the cuff was observed. An inflation test was performed on the received sample, and it was found that it was not possible to inflate the cuff due to a leak. Due to fact that the cuff leak was not observed prior use, and there were visible signs of use, it is the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge by the user. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken.

Event description:
It was reported that the device inserted to the patient, by the doctor in the operating room was deflated after insertion. Subsequently, device with which it was exchanged in the department by the doctor also had a cuff failure. The exact "failure" was not described. No patient harm. A1: one patient, two product malfunctions. (B)(6) represent the same patient.

Manufacturer narrative:
Other text: d4: UDI section is blank; no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI related data quality updates only.